Event description:
Patient allegedly received an implant on (B)(6) 2009 via an unspecified femoral vein due to bariatric surgery followed by a successful, percutaneous filter removal on (B)(6) 2010 because it had tilted and perforated the ivc. Patient is alleging vena cava perforation, and perforation abutting other organs. Patient further alleges "multiple prongs of the ivc filter implanted in my body perforated my ivc. Further, one prong of the filter abutted my abdominal aorta, a second prong abutted my superior mesenteric artery, and a third prong abutted my duodenum. This caused me to live with fear and anxiety". "I try not to engage in any activities that cause me to exert myself." (B)(6) 2020: per computed tomography report, "caval perforation: yes. 4 o'clock 8.00 mm grade 3 extending to the periphery of the abdominal aorta. 2 o'clock 5.30 mm grade 3 extending to the periphery of the superior mesenteric artery. 10 o'clock 3.20 mm grade 3 extending to the periphery of the duodenum. Tilt: no migration: no". (B)(6) 2020: per retrieval report, "this demonstrates the central bilateral iliac veins to be widely patent. Ivc is widely patent. Inflow of the renal veins well identified. The filter legs perforate the ivc wall". "The hook of the filter was snared, and the ivc filter re-sheath, with no significant resistance. A post ivc filter removal inferior venacavogram was performed demonstrating the ivc to be widely patent. A tiny outpouching of contrast is seen on the right near the filter site, which is of no clinical significance. No frank extravasation identified". "Successful retrieval of the cook ivc filter."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: organ/ vena cava (vc) perforation, fear, anxiety, limited physical ability. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Unknown if the reported fear, anxiety, and limited physical ability are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. One other complaint has been reported against the lot for a different issue. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged that "patient received a cook celect filter. Patient is alleging perforation of organ. Hospital and medical records have not been provided."

Manufacturer narrative:
(B)(6). Initial reporter occupation: non-healthcare professional. Investigation: filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Rpn/lot is unknown, however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow up report will be submitted should additional information become available.